Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen.2 potassium results for one patient sample from cobas integra 400 plus serial number (B)(4). The initial results were 6.37 mmol/l and 6.54 mmol/l. The result of 6.37 mmol/l was reported outside of the laboratory. The patient's physician complained about the result and the customer sent the sample to another laboratory that used a cobas 6000 c (501) module. The results were 5.74 mmol/l and 5.70 mmol/l. The customer repeated the sample on the cobas integra 400 plus and the results were 5.64 mmol/l, 7.29 mmol/l, and 7.22 mmol/l. There was no allegation of an adverse event. The customer performed precision testing which was acceptable. The customer suspected there was an interference in the sample.

Manufacturer narrative:
Calibration and qc associated with the event were within specification. An interference was determined to be unlikely as any interference would always cause erroneous results within the same method. The investigation was unable to find a definitive root cause.